Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was not an open surgical candidate. The patient was being treated for a thoracic-abdominal aneurysm. The access vessels were narrow, at 7 mm in diameter. It was reported that the bifurcated stent graft was implanted, however upon removal of the delivery catheter there was trauma to the iliac artery, as there was intima attached to the delivery catheter (ref MFR 2953200-2011-1755). The contralateral iliac limb was implanted next without issue. The physician inserted but was unable to advance a thoracic stent graft to treat the thoracic section. The thoracic stent graft delivery catheter was removed from the patient, there was no trauma to the vessels and there were no kinks in the delivery catheter and was discarded. The physician proceeded on treating the trauma to the iliac artery. There were two iliac limb stent grafts implanted, the first device was implanted completely within the ipsilateral limb of the bifurcated stent graft (ref MFR 2953200-2011-01756) and the second iliac limb was deployed next distally (ref MFR 2953200-2011-01756) and the second iliac limb was deployed next distally (ref MFR 2953200-2011-01757) however there was a type iii endoleak between the two pieces. The physician implanted a third iliac limb in an attempted to treat the type iii endoleak (ref MFR 2953200-2011-01758) however the physician was unable to removal of the delivery catheter. The physician surgically remove deliver catheter and three ipsilateral limb stent grafts and sewed in a dacron graft. The trauma to the vessel was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak). Results and conclusion: (narrow in diameter iliac arteries).